Event description:
(B)(4). I had essure emplaned on (B)(6) 2012 and since then it has always felt wrong, I have been to the doctor several times regarding this and was told its normal give it time , it's been almost 3 years of pure hell, I am not able to be with my husband because of the pain, it's so unbearable to feel like I have 50lbs of pressure in my uterus also it feels like I have a meat grinder in both side where the devices are , I have had the due test it says completely blocked , but my symptoms are becoming more and more nd getting worse , metal taste in mouth , no energy , dizziness, feeling faint. Tingling and numbness in hands and feet this was at night time but here in the last few weeks it's all day long, burning in hands and feet , I believe I have a cool out of place because I feel. Poking in my stomach that's all it can be I can't do anything but sit,90% of the time I can't move due to cramping pulling and pain in my pelvic are this is a all the time feeling . I am a mother and I can't even do things with my children !! This device is killing me it is stealing me away from my family , I don't understand why bayer won't do the right thing , this has stolen 3 years from my life that I will never get back ! Moments I will never get back , memories I can not remake.